Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Reportedly, the customer did not know if anything was pressing down on the button at the time of the alarm; however, stated that it was possible. The customer's blood glucose level was 280 mg/dl, which was addressed by delivering a bolus. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.